Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range, reaching more than 3000 ohms. Technical services (ts) provided troubleshooting and no abnormalities were described in the rv rate electrogram (egm), however, noise was seen in the shock egm only with manipulations. Ts highlighted the lead was implanted in 1997 and there were no inappropriate episodes and good electrical parameters, therefore, the health care professional (hcp) decided to monitor the patient via latitude. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range, reaching more than 3000 ohms. Technical services (ts) provided troubleshooting and no abnormalities were described in the rv rate electrogram (egm), however, noise was seen in the shock egm only with manipulations. Ts highlighted the lead was implanted in 1997 and there were no inappropriate episodes and good electrical parameters, therefore, the health care professional (hcp) decided to monitor the patient via latitude. The lead remains in service. No adverse patient effects were reported.